Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the cartridge on the infusion device is leaking. Patient stated she inserted the cartridge into the device on saturday and noticed moisture in the chamber of the device on (B)(6) 2014. Patient reported she took the cartridge out, dried the chamber and the cartridge and then reinserted it. Patient stated she noticed moisture again later on and again she removed the cartridge and dried out the chamber and then dried off the cartridge. Patient reported she had to do this a third time; advised to discontinue using the cartridge. Patient will fill a new cartridge after the call. Patient stated the chamber of the infusion device had only a small amount of insulin in the chamber; will allow the chamber to dry out for a little while. Patient reported she feels fine. No adverse event reported. Product was replaced and requested return of the alleged cartridge and adapter for evaluation.